Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep saw the patient and they have him some new groups to try on (B)(6) and have not heard from him since. Rep gave him their number to reach out if those groups needed to be adjusted. Additional information was received indicating that an updated x-ray was taken during the appointment. There was no changes to the lead. Rep updated programming and mapped. Rep was able to get coverage where the patient needed. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had trouble for the last couple of weeks and wasn't sure if the stimulator wasn't working to provide pain relief. The patient noted that they fell yesterday and since then their back was causing them quite a bit of pain. The patient had an appointment on (B)(6) 2018 to see a representative for reprogramming and a system check. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.